Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was indicated that ¿the pump was totally dead¿ and the display screen was completely black. The pump reportedly did not emit any alarms. On the night of 12/17/2014, prior to the power issue with the pump, the pump reportedly was ¿howling¿. The battery reportedly was replaced with no resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings:a review of the black box revealed no power on reset events. The returned battery cap and cartridge cap were used to complete the investigation. There was no damage found to the battery cap or battery compartment. The battery cap secured tightly to the pump. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions or any errors, alarms or warnings (eaw) that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power pcb. The product performed within specification and the reported ¿no power¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.